Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. Qualified associated products were indicated. Two non-qualified viscoelastics were indicated. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine, acceptability per model and diopter. Information was provided in the file, that the 18.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company extended depth of focus lens model. Due to the exchange of a company lens to an extended depth of focus lens with a 0.5 lower diopter may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an iol implant procedure, the patient experienced a myopic outcome. The patient does puzzles and can¿t see well enough. Distance vision is also blurry. The lens was exchanged for a different manufacturer¿s iol in a secondary procedure. Additional information has been requested.